Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, 100 retain samples from bd inventory were visually inspected, and no foreign matter (fm) was found. The device history records were reviewed with no issues identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for fm. Bd was unable to identify a root cause for indicated failure. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tubes, two (2) tube walls were observed to have foreign matter described as residual glue and oil slick. There was no patient involvement or report of impact.